Event description:
It was reported that a balloon rupture occurred. A 10mmx3.25mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 6 atm. The procedure was completed with another of the same device. No complications were reported.